Event description:
During a follow up in clinic, dislodgement of the right atrial (ra) lead was noted. Repositioning of the ra lead was attempted, however, the helix was unable to extend or retract. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issues. As received, a complete lead was returned in one piece with the helix found partially extended and clogged with dried blood/tissue. The reported event of helix mechanism issues was confirmed. After cleaning, the helix can be extended and retracted by applying torque directly at the connector pin. The full helix extension was within specification. The cause of the reported event of helix mechanism issues was isolated to the helix being clogged with dried blood/tissue. Visual inspection of the lead did not find any anomalies.